Manufacturer narrative:
Date of event: exact date unknown, event occurred several years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 16724890/16725128.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.